Event description:
It was reported that during fine adjustment of the screw head with intraoperative mono driver, the screw head broke. The screw was removed and replaced with another screw with no adverse consequences to the patient.

Manufacturer narrative:
The customer reported event was confirmed via correspondence with the representative. The surgery was completed successfully with no delay. The device was discarded and lot number was not provided, so manufacturing record review could not be performed. According to the risk assessment, tulip disengagement can occur due to incorrect alignment, screw inserted incorrectly (ex. Too deep), deformed/splayed tulip head, deformed or damaged instrument, or excessive force applied. As the screw was not returned, a definite root cause cannot be determined, however it is possible one or more of the possible root causes mentioned contributed to the event. The definitive root cause can not be established.

Event description:
It was reported that during fine adjustment of the screw head with intraoperative mono driver, the screw head broke. The screw was removed and replaced with another screw with no adverse consequences to the patient.